Manufacturer narrative:
(B)(6). One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿after deploying the implants when surgeon tried to take out the device, the ultrabraid was cut and could not tighten the knot, it was loose.¿ t1, t2 were not returned. The complaint indicated ultrabraid was cut. A partial piece of cut suture was returned with the device. The depth limiter was attached and was undamaged. It was retracted as far back as physically possible. The needle shows no damage and the delivery needle curve appears undisturbed. The device cycled and actuated as expected. This device has no indication of malfunction. No mechanical problem was noted. Factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined what factors contributed to the stated complaint as no failure was found. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.

Event description:
It was reported that during an acl plus meniscal repair procedure, after deploying the implants when surgeon tried to take out the device, the ultrabraid was cut and could not tighten the knot, it was loose. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Compliant use of instrument. 2. Contact with another instrument or device causing damage. 3. Difficulty with reaching the desired tissue location. 4. Suture should not be managed with sharp instruments. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Note: if too much resistance is encountered advancing the knot, use the smith and nephew knot pusher/suture cutter (sold separately). Final product met predetermined specs upon release to distribution. No further investigation is warranted at this time.